Manufacturer narrative:
Device codes: 2889 not labeled. Internal file number - (B)(4). Correction: date of event was updated from estimated date to confirmed date (B)(6) 2018. Correction: device code 1562 was removed. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported kinked shaft was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure resulting in the reported failure to advance and kinked shaft. Further interaction with the challenging anatomy during retraction of the device likely contributed to the noted wrinkled inner/outer member. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, during advancement of the sds, it met resistance with the lesion and the shaft twisted in two locations. It did not separate and the sds was simply withdrawn. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was heavily calcified and non-tortuous. After the xience xpedition 2.75 x 48 mm stent delivery system failed to cross, the stent shaft broke in two positions (mid-proximal part). Another xience xpedition 2.5 x 12 mm stent delivery system was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.